Manufacturer narrative:
(B)(6). Concomitant medical product: unknown vangaurd tibial component catalog # unknown lot # unknown; unknown vanguard femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-00276, 0001825034 - 2018 - 00275. Remains implanted.

Event description:
It is reported that the patient underwent a knee arthroplasty. Subsequently, the patient required injections to treat post-operative pain.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided; this event is being reported on 0001825034-2018-00275.